Manufacturer narrative:
Database upgrade limited characters; d4 UDI: (B)(4). Investigation is ongoing.

Event description:
As reported from fcs, approximately 4 years and 11 months post tavr with a 23mm sapien 3 ultra valve in the aortic position, the patient is being worked up for a redo tavr due to aortic stenosis. Upon follow up, the vcc advised that the patient's case was delayed due to questionable thrombus on valve. They will update as information is available.